Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying a message of "error 2", was reading inaccurately high compared to her feelings/normal results and was reading her blood sample as a control solution result. The complaint was classified based on the customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. The patient reported that the alleged meter issues began on an unknown date in july and august. The patient reported the following issues; the meter was displaying an "error 2" message, she reported obtaining alleged inaccurate high blood glucose results of "39, 229, 34, 212 and 133 mg/dl" with the subject meter compared to her feelings/normal results, which lifescan does not consider a valid comparison, she also reported obtaining blood glucose results of "79 and 34 mg/dl" whilst the meter was reading her blood sample as control solution. It is not known how the patient manages her diabetes or what action, if any the patient took in regards to her usual diabetes management regimen, in response to the alleged issues. It is not known if the patient developed any symptoms as a result of the alleged issues. The patient reported at an unknown date in (B)(6) she attended the doctor's office and received treatment (unknown type) by a health care professional (hcp), due to the alleged issues. The patient reported her blood glucose was tested on another device at an unspecified date and time, the result is unknown. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, the patient was using the correct testing process and the correct strips were being used. The csr confirmed the alleged error 2 message did not occur after the power button was pressed. The csr walked the patient through a retest and the alleged meter issues were resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for a possible blood glucose excursion after the alleged issues began. The alleged meter issues could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.